Manufacturer narrative:
(B)(4) other (unable to fully open). A visual evaluation found that the distal end of the clear sheath was pushed back 3.5 millimeters and residue had been pushed underneath the distal end of the sheath. The sidecar was found to be deformed slightly on both ends. The clear sheath was found to be stretched and torn along the device's axis at the proximal end of the sidecar. The sheath was discolored white, most likely due to stress on the material. A functional evaluation found that the basket was difficult to extend. The condition of the returned incident device was consistent with the complaint; difficult to open. During the evaluation, the basket wires were found to be twisted and have residue on them. The basket wires being twisted appears to be due to the device being turned inside the scope or patient during use. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure, performed on (B)(6) 2009. According to the complainant, during the procedure, the basket would not completely open to grasp the stone. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car pushback, sheath torn/split and side car damage.